Manufacturer narrative:
The device history record (DHR) review showed the lot was manufactured as per defined device master records. Twelve samples were received. They were all unopened and unused samples. All samples were opened from each package and physically inspected. The balloon was able to be inflated and deflated as per normal function. Each sample was tested for its drainage and no blockage can be observed. The reported condition could not be replicated in all 12 samples received. The actual root cause cannot be determined because the reported condition could not be replicated. No action plan is required. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information: e1: the initial reporter's facility and address were added.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported after installation on the patient, the urinary catheter does not empty the bladder. With this catheter, the bladder gets full but does not empty.